Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The medtronic representative replaced the corrupt config file on the mobile view station (mvs) and image acquisition system (ias). The imaging system then passed the system checkout and was found to be fully functional. The software investigation with the logs found that the reported event was related to a software issue. This issue was documented in a medtronic imaging software anomaly tracking database.

Event description:
A site representative reported that the imaging system was booting with an error code. Attempted to download logs at the time but were unsuccessful. No further details regarding this issue were provided. There was no patient present when this issue was identified.